Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise and oversensing on the rate/sense channel. There was no asystole or inappropriate therapy noted. Isometrics were performed with the patient which did not reproduce the noise. The device was reprogrammed at that time. Then rv pacing impedance measurements of less than 200 ohms were noted. An x-ray was performed, but the results were not provided. The device was reprogrammed, and no further actions or interventions were planned. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
A portion of the lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted the lead was fractured. A surgical revision was performed, and an attempt was made to explant the lead, but was unsuccessful. The lead was partially explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment was returned, severed at 12 centimeters (cm) from the terminal pin. A thorough evaluation of the lead segment was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.